Event description:
Per the clinic, the device was explanted (specific date not reported) due to patient experiencing a performance decrement. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.